Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an episode of ventricular tachycardia where the patient was inappropriately shocked by their implantable cardioverter defibrillator and had inappropriate anti-tachycardia pacing. The inappropriate therapy was due to p-waves falling in the blanking period, with inconsistent retrograde conduction. The device was reprogrammed, and the patient was in stable condition.